Manufacturer narrative:
Sex - unk. Weight - unk. Ethnicity - unk. Race - unk. Date of event - unk. Device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found haptic torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
Reportedly, a 12.6mm, micl 12.6, -12.5 diopter lens "was opened not used (torn)." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.